Manufacturer narrative:
Reported event: an event regarding revision due to loosening involving a trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right hip was revised due to suspected shell loosening. Loosening was confirmed intra-operatively. The stryker shell, liner and head were revised to a competitor shell and liner with a stryker head. The stem was well-fixed and not revised.